Event description:
Customer complaint limited data available . Customer's device was constantly reading with errors (mainly e21). When the device actually worked it read higher numbers than actual.

Event description:
Customer complaint: limited data available. I purchased the care touch automatic wrist blood pressure monitor at the end of august from amazon (order number: (B)(4)) and I have had nothing but trouble with it. It constantly reads with error codes, mainly e21. It also reads high compared to my arm blood pressure monitor consistently. I know I am using it correctly; it's placed on my wrist in the right location, and I sit completely still when using it. Is there a way I can get a refund or a different machine from you?